Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited noise. Upon review, the noise was being intermittently sensed leading to a vf diagnosis. Programmed settings inhibited inappropriate therapy from being delivered. The lead was explanted and replaced on (B)(6) 2018. The patient was stable throughout.

Manufacturer narrative:
Internal insulation abrasion was noted at 57.8 -58.8 cm from the pin. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.